Manufacturer narrative:
(B)(4). Eval results: (stroke/transient ischemic attack).

Event description:
Approximately 37 months post the index procedure, the patient suffered an mi. The patient was treated with re-ptca. The patient recovered without sequelae. The event was assessed as not related to the device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
Cec have adjudicated that the previously reported mi occured on the 20 april 2014. Re-ptca of the lad was carried out with non medtronic stents.

Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted to the mid rca. Approx 3 months post index procedure the pt suffered a ischemic stroke and was rehospitalized. The pt recovered. The investigator has indicated that the reported event was unrelated to the study device.